Event description:
The customer reported an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing produced lower results, within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer stated quality control (qc) was within specification and maintenance activities were completed weekly. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced the system substrate probe and loaded a new bottle of substrate onto the unit. The fse inspected and tightened the incubator belt. The fse verified system ultrasonics. The fse replaced the mixer pulleys, aspirate probes, and all peristaltic pump tubing. The fse inspected the wash carousel and reported the module appeared clean. The fse verified system hardware by performing a passing system check within system specifications, passing quality control (qc) within the customer's limits, and completed troponin I precision test within the assay specifications. The unit conformed to the manufacturer's published performance specifications. Mixer pulley. This medwatch report is related to MDR 2122870-2012-00537.